Event description:
The pt's attorney claims the pt underwent a non-emergent closure of a ventricular septal defect. A few hours post-operatively, the pt had an episode of vomiting which was followed shortly thereafter by a large amount of blood in the chest tubes and the pt developed rapid hemodynamic deterioration which required closed and open cardiac resuscitation, the atriotomy closure had disrupted. Bleeding was controlled and the pt recovered cardiac and renal function, however, he sustained anoxic brain injury due to prolonged CPR. Pt was transferred to another hospital for rehabilitative care approximately 6 weeks post-op.